Event description:
Per the clinic, the patient has been admitted for an extended period due to a cerebrospinal fluid (csf) leak. The planned surgery was postponed because of a rhinovirus infection; however, the patient was placed on high-dose antibiotics for meningitis prophylaxis. The patient subsequently underwent surgery, during which a completion mastoidectomy was performed and the ear was closed. The device was explanted on (B)(6) 2026. As of the date of this report, there are no plans to reimplant the patient with a new device.